Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Manufacturer narrative:
The report states: litigation papers allege: in (B)(6) 2008, patient underwent a surgical procedure to implant a depuy asr hip. By 2009, patient began suffering from discomfort and pain in his hip, as well as experiencing pain and popping in the joint area. In (B)(6) 2010, he was found to have high blood levels of chromium and cobalt, as well as a build-up of fluid around the implant site. In (B)(6) 2011, patient underwent revision surgery. Doi: (B)(6) 2008 - dor: (B)(6) 2011. Patient resides in (B)(6). Update: (B)(6) 2011 - medical records received by (B)(6), forwarded to depuy on (B)(6) 2011. Revision operative report indicates that the patient was revised to address pain and increased metal ion levels. During surgery, corrosion was noted on the trunion of the stem. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, patient underwent a surgical procedure to implant a depuy asr hip. By 2009, patient began suffering from discomfort and pain in his hip, as well as experiencing pain and popping in the joint area. In (B)(6) 2010, he was found to have high blood levels of chromium and cobalt, as well as a build-up of fluid around the implant site. Medical records received by broadspire, forwarded to depuy on (B)(6) 2011. Revision operative report indicates that the patient was revised to address pain and increased metal ion levels. During surgery, corrosion was noted on the trunnion of the stem.